Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: consultants at healthcare facility are removing mesh due to complication.

Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The name of initial surgical procedure in 2008? Other relevant patient history/concomitant medications? Product code and lot #? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Was a recurrence of urinary stress incontinence developed in 2016? Has urinary stress incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Please provide surgical findings of (B)(6) 2017 procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure in 2008 and mesh was implanted. Mid-urethral mesh was implanted under the care of a doctor and all seemed to be well from the point of view of stress incontinence management. Then patient developed problems with recurrent urinary stress incontinence. The patient had a diagnostic cystoscopy in (B)(6) 2016 and it showed that the mesh had transected the posterior wall of the urethra. On (B)(6) 2017, the patient underwent examination under anaesthesia and excision of mesh in urethra and urethral stone and urethroplasty. Additional information has been requested.